Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had poor technique.

Event description:
Customer complains of erratic results. Customer's husband states the customer feels well and requires no medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 3/24/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: 150, 138, 180. Husband calling on behalf of customer, complaining her meter is producing erratic results; as they ran three back-to-back blood tests and obtained results of 150 mg/dl then 138 mg/dl then 180 mg/dl. Customer only wished to provide results in question. Mrs. (B)(6) was unavailable at the moment to run a back to back blood test at this time. Adverse event not reported.